Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product returned and evaluated. Investigation outcome indicated no defects with the returned products. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-175mg/dl fasting. Verified test strips expire 10/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6).